Manufacturer narrative:
(B)(6) b5: describe event or problem - additional d9: device availability - additional information h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: adverse event problem - additional information.

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share log was performed and transmitter fail error was found. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.